Event description:
The event is reported as: complaint alleges: "during insertion of capio suture, bullet dislodged from capio suture and was stuck inside pt and unable to be retrieved." No pt injury reported. Additional info has been requested, but not received.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.